Event description:
It was reported that the patient received a blood glucose result of 263 mg/dl on the compact plus system and she had symptoms of hypoglycemia. The patient had symptoms of blurred vision and felt weak. The patient tested on a competitor meter and her blood glucose result was 44 mg/dl. The patient was treated with yogurt and pasta. She could not retrieve the food on her own. The patient was not taken to a medical facility. Return of the suspect device was requested for evaluation.